Event description:
It was stated that the customer was hospitalized foe diabetic ketoacidosis with a blood glucose reading of 1233 mg/dl. The call was transferred to a nurse for troubleshooting. The insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found no delivery alarms in the history, prior to the hospitalization. Also found that the customer took less insulin the day prior to the hospitalization. In addition, the nurse stated that the customer was taking medication and was not compliant with it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as not product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.